Event description:
It is reported that the device was implanted in late 2008 and revised in 2009, due to dislocation.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. The shell, head, and stem used are unknown. Possible causes of dislocation could be due to (but no limited to) one or more of the following: impingement, component malposition, head reduction multiple times prior to ring assembly, head reduction after ring assembly, incompatible head or stem or patient behavior or improper selection. Based on the provided information a definitive cause can not be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.